Event description:
It was reported that a patient had a break in aseptic technique coincident with automated peritoneal dialysis (apd) therapy which caused peritonitis. The patient was hospitalized for the peritonitis. On an unreported date, the patient was treated for the peritonitis with unknown antibiotics. On an unreported date, the patient was recovering from the event and was discharged from the hospital. At the time of this report dianeal therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis, was hospitalized for the event and discharged from the hospital on unreported dates in (B)(6) 2014. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.